Event description:
The reporter indicated that the surgeon implanted a ticm12.0; -13.5/+3.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2013. The surgeon notes the patient has refractive change over time which was assessed on (B)(6) 2023. Lens remains implanted. The cause of the even was reported as unknown. The problem is not resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) . Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- on (B)(6) 2022 the lens was exchanged for a different model/longer length lens and the problem was resolved claim# (B)(4).